Event description:
A (B)(6) male pt contacted zoll customer support to report that the battery charger/modem didn't appear to be getting power. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem (B)(4) has been completed. The reported problem (charger/modem not powering up) has been confirmed. Upon eval the power brick connector pin was pushed into the connector, causing the charger/modem to fail to power up. The root cause for the damaged connector cannot be positively determined, but was likely a result of excessive force. No adverse event resulted from the effective power brick connector pin. The pt received a replacement battery charger/modem.